Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a broken input disk. Input disk #6 was found completely detached from the base of the housing and broken into pieces inside of the housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the large hem-o-lok clip applier instrument jaw would not close properly. The procedure was completed with no reported injury.